Manufacturer narrative:
(B)(4) for the reported event: brush bent. (B)(4) for the reported event: tip of brush detached. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the device was advanced through the scope, the brush bent in the scope. When the device was advanced into the common bile duct, the tip of the brush broke off. An attempt was made to retrieve the brush fragment, but it was unsuccessful. The physician is not concerned about the unretrieved fragment, as it is expected to pass naturally. It is unknown what was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.